Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, in addition to procedural factors (manipulation of the device), patient factors (severe valvular calcification) likely contributed to the bav balloon burst and resulting withdrawal difficulties when the burst balloon became stuck at the esheath. The attempts to retrieve the device likely contributed to the distal tip/balloon separation and subsequent surgical cutdown to retrieve the portion of the balloon remaining in the femoral artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, at the moment of pre-dilation, the balloon aortic valvuloplasty (bav) balloon burst. During the removal of the device, the balloon got stuck at the esheath. It was not possible to remove the device through the esheath. Due to retrieval forces, the bav balloon separated and half of the balloon remained in the femoral artery. The portion of the balloon remaining in the artery was surgically retrieved and the femoral artery was repaired. The tavr case was aborted and no valve was implanted. The patient was doing well post procedure. The native annular valve area measured 430mm2. Severe valvular calcification was reported. Per medical opinion, the balloon burst was due to the highly calcified native valve. The bav catheter was discarded following the procedure and is not available for return.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.